Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, using enseal curved the surgeon recognized after inserting the instrument through the trocar that she was not able to open the device - she removed the instrument out of the patient and tried it outside again. The upper branch was not movable, so we decided to open a new device. No patient consequences or damage reported.

Manufacturer narrative:
(B)(4). Batch # t92j6a. Investigation summary: the device was received with the I-blade upper tip broken off and not returned. Then the device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and closed. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.